Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was repositioned. Additional information indicated that the physician had trouble finding an appropriate vessel to position the lead at the first implant. In addition, the lead pulled back into the main body of the coronary sinus (cs). However, the field representative was not shown any of the previous chest x-rays to verify lead dislodgement as it was only the physician who gave the information. Further, a suitable vessel was found that appeared stable. This lv lead remains in service. No additional adverse patient effects were reported.